Manufacturer narrative:
An olympus field service engineer (fse) found the grey scope that needed replacement during maintenance. The connector was repaired on site. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a grey connector needed to be replaced. The issue was found during preventive maintenance on the device. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. There should be no crack in the lock levers of connecting tube connector. There should be no bends or breaks in the pin of connecting tube connector.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connecting tube may have detached during reprocessing, due to fluid/air jet pressure from the connector, by reprocessing the scope while the connecting tube connector (oer side) being broken.